Manufacturer narrative:
(B)(4). Device evaluation: the homechoice was evaluated by the product analysis lab (pal). A review of the service history shows the device passed all required tests and calibrations prior to its release from baxter. No issues were identified that may have contributed to the reported difficulty of iipv. The previous return of the device was not for any difficulties related to the iipv. The assignable cause was determined to be an insufficient drain/inappropriately programmed initial drain alarm setting. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Product surveillance contacted the patient's nurse. The nurse stated she could not use the information, as the patient received a transplant late last year. The nurse stated the patient's chart and paperwork had been archived and she could not remember if any complaints about feeling overfilled were ever brought up.

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the drain volume was 4302ml during cycle 8. This meets the criteria for overfill.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.